Event description:
It was reported by the patient that he was experiencing vocal cord paralysis and damage to his nerve as a result of the replacement surgery due to high impedance and painful stimulation, which is reported in mfg. Report #1644487-2017-03370. Follow up with the implanting surgeon revealed that the patient had reported feeling an intense shock in his neck and the patient became hoarse after that episode. It was reported that the patient was examined after the incident and vocal cord paralysis was documented. It was unclear when the shock in the patient's neck and hoarseness occurred. The patient had medicalization laryngoplasty in order to improve vocal function, which the surgeon stated was for the patient's comfort. No additional relevant information has been received to date.